Event description:
Information received does not address the patient's clinical status but notes that the device was in vvi mode and exhibi- ting premature eol/rrt characteristics. Reprogramming was successful, but the measured voltage was found to be 2.6v while the device was programmed to 7.5v in the atrium. Reinterrogation showed that the device did not capture and unipolar lead impedance was 2800 ohms. Markers revealed unexplained mode switching, noise, paced and sensed events.